Event description:
The customer reported that boost was over 20 r/min and the cross collimation in film mode was too wide. The film size was too large and collimator needed to be adjusted.

Manufacturer narrative:
(B) (4). The ge service rep adjusted boost to 59 percent which gave 18.0 r/min. He tried to adjust centering and cross collimation on film. Even after multiple tries, he could not get calibration to stay. The system would not reliably do a filmer limits calibration. It would sometimes give a filmer cross potentiometer error. The customer will try to source a potentiometer.